Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review of the device data was performed and determined that device contribution is unknown due to lack of ECG data. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not register patient and provided the "apply pads" message. The patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. During inspection it was noted that the electrode backing was still applied in it's original state indicating that the user failed to properly apply the electrodes to the patient resulting in a failure to sense. Root cause was determined to be use error.

Event description:
The customer contacted physio-control to report that their device did not register patient and provided the "apply pads" message. The patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control received additional patient information from the customer. Sections have been updated. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device did not register patient and provided the "apply pads" message. The patient involved in the reported event is deceased.